Event description:
It was reported that a dissecting tool broke during craniotomy procedure. A fragment broke off and was immediately recognized and retrieved. The procedure was completed with the same attachment and another tool. It was confirmed there was no patient impact. No additional information was available on follow - up.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.